Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited snowy picture when plugged in the screen. The issue occurred before sedation of a colonoscopy. The procedure was completed with a similar device. There were no reports of patient harm.